Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2024). Device pending return.

Event description:
It was reported that post device implant, the device allegedly leaked. There was no reported patient injury.

Event description:
It was reported that eighty nine days post device implant, the device allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerline d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. An unknown luer and extension leg was attached to the purple luer. A complete circumferential break was noted approximately 1.3 cm from the distal end of the y-body. However, striations were noted on the both edges of the complete circumferential break. The distal catheter segment measured approximately 12.2 cm. The investigation is confirmed for the reported leak and the identified fracture, as a rupture between the red luer and the extension leg was observed. The edges of the rupture noted between the red luer and the red extension leg were partially jagged. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2024), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.